Event description:
The customer alleged that they have to hold battery down to work or to get connection. Dealer went out to home on and discovered that the screw hold on controller is broken around screw.